Event description:
Customer reported a light anesthesia case. There was no reported of pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.